Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a loose cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a broken yaw cable at the distal end. A review of the instrument log for the permanent cautery hook was performed. Per logs, the instrument was last used on (B)(6) 2020, on system (B)(4) which was on the 6th use of the instrument. The alleged event date of the loose cable being identified was reported to be (B)(6) 2020 which would indicate that the instrument was used after the issue was identified. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, there was a loose cable. There was no report of patient involvement. Intuitive surgical, inc. Attempted to obtain additional information related to the reported event and whether the issue was found following a procedure or if the issue may have occurred as a result of decontamination. The initial reporter could only provide the following, "most come loose to spd decontam. Others are after they come out of the ultrasonic." No further details could be provided.